Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03100. The patient received 2 scs leads with a different lot numbers. It was reported a sjm representative was unable to resolve the patient's ineffective stimulation issue. X-rays identified the patient's scs lead had migrated. Subsequently, the patient was scheduled for a lead revision. Follow-up identified both of the patient's scs leads had migrated. Additionally, the scs leads were replaced.